Manufacturer narrative:
The problem was due to a power supply failure. Ater the replacement of this component, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has the following problem: the device output does not work. No adverse effects to the pt were reported.